Event description:
Patient was placed on a pleur-evac following open heart surgery. In the surgical ICU, it was noted that the pleur-evac failed as it would not keep suction. The pleur-evac was changed, which resolved the air leak.